Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inadequate tissue ingrowth and seroma are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device has not been returned to allergan. Therefore, no analysis or testing has been done. These events are being reported because medical intervention may be required, although device-relatedness has not been established.

Event description:
Healthcare processional reported "non-adherent seri and scaffold is "sitting in serous fluid". No information on device usage or placement was reported. No treatment information was reported.